Event description:
A caller reported experiencing an occlusion alarm with their equipment, but the customer service team was unable to verify the alarm number in the pump history. There was no adverse impact on the customer's blood glucose level. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin use. No recurring issues were reported, and the case was closed by customer service as additional assistance was deemed unnecessary.